Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was received fully applied and the interlock was engaged with no knife damage. The sulu was reset and loaded into the instrument. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon resection procedure, the colon was pulled out and opened on the patient's stomach, the pusher knob on the stapler easily moved but staples did not deploy and the staples never fully formed. The tissue moved forward but was not cut. Staples fell out over colon and had to be picked out, prior to the next firing. The staples were removed and another gia and reload were opened and used to complete the procedure. There was no patient injury.